Manufacturer narrative:
(B)(4).

Event description:
It was reported that during elective generator replacement procedure, some insulation damage just past the header was observed on rv pace sense lead. The lead had no electrical anomalies. The lead was reinforced with medical adhesive and an additional suture sleeve. Lead was tested rigorously intraoperatively and all tests were normal. The lead will be monitored moving forward. Patient's condition was stable.